Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomiant: 407452 lead implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that the atrium lead was not capturing at the maximum output and undersensing of the p wave was noted. An x-ray confirmed that the atrium lead was out of place and dislodged. The device pacing mode was reprogrammed to vvi, and the patient will be monitored. No patient complications have been reported as a result of this event.